Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who called back reporting the same issues. They really want to know what caused their device to turn off and wants to know if the airport security gates turned the device off; information was reviewed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient is on program 3 at the last appointment which was before the return of symptom where they changed her from 1 to 2. The patient said the last time she checked her settings was over 2 months ago. The patient check her settings today and it showed her stimulation was off. The patient does not know how it got shut off. The patient said she is going back to the surgeon/urologist on (B)(6) 2020. The patient wanted to know what could have cause the device to turn off. An informational review regarding how to turn the device on and off and external device use. No further patient complications are anticipated or expected as a result of this event.